Event description:
During a pci procedure, the maverick2 monorail balloon leaked air following deflation. The lesion being treated was a calcified 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The maverick2 monorail balloon was replaced the procedure. A pt2 moderate support guide wire, a 7f mach1 cls4 guide catheter, and an encore26 inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".